Event description:
Baxter healthcare corp. Rt 120 & wilson rd. Round lake, il 60073-0490. Evaluation of other info. Environmental factors such as fluorescent lighting and ozone can affect the rubber sleeve stopper of an injection site. See the attached technical summary prts79018 that addresses this issue. The rptr may have allowed the containers to be exposed to these conditions for an extended period of time prior to their use. Baxter healthcare has mfg some empty viaflex containers utilizing a white rubber sleeve stopper that may make the whitening of the rubber less visible. However, the same environmental factors would apply to this product.